Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was provided for evaluation. The sample was visually inspected and subjected to piggyback testing, where it was connected to an infusion pump operating at a flow rate of 299 ml/hr for fifteen minutes. Concurrently, a secondary IV bag containing green dye was attached to detect any backflow at the distal backcheck valve. No backflow was observed during testing. The sample was gravity primed, and no occlusion was detected. Additionally, no alarms were triggered throughout the investigation. Based on the investigation finding, the sample met internal specification; therefore, the reported defect was not confirmed to be related to the manufacturing process. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: reason of complaint: fluid/medication backed up blood. Was leaking from bifurcation site by port and bifurcated lines. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.